Event description:
As reported, the patient underwent a right shoulder poly swap due to prosthesis wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The pain and subsequent revision reported was likely the result of third body debris leading to prosthesis wear of the humeral liner. However, this cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the device was not returned for evaluation and no relevant product information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.